Event description:
Caller reported an issue with incorrect pump time, and cts assisted in updating it. There was no adverse impact to the customer's blood glucose level as it did not exceed safe thresholds. Cts advised the caller to monitor the time and follow up if discrepancies continued, which the caller understood and acknowledged.